Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/8/2023. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: * please provide the lot number.: unk. * were there any unexpected outcomes or complications as a result of the prolonged surgery time?: no. * was the patient's treatment altered in anyway due to the prolonged surgery time? If yes, please explain: unk. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): ryohei mori please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections.: we regularly contact with sales rep about the device returning. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2023 and suture was used. During an unknown ob-gyn surgery, the suture was detached from the needle during use. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2023. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle that pertains to the product code vr945 was received for evaluation. During the visual inspection of the sample, the suture was not returned for evaluation to determine the assignable cause. The needle hole and swage area were noted with marks that appear to be caused by a surgical instrument. Also, it was observed suture remnant into the needle hole. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.